Event description:
Customer stated unit caught on fire - no one injured.

Manufacturer narrative:
Steris tech dispatched, investigation revealed burnt door switch and lid motor, ordered parts 3/23/06, repaired burnt wirings and door switch. Installed lid motor assy p/n p. Ran successful operational test. Unit has been upgraded under field correction on july 11, 2006.